Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refq3489 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during the management a PICC rupture was found approximately 7cm from the insertion site. No other information was provided.